Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced suprapubic pain, infection, urinary incontinence and urine leakage. It is unknown whether the device remains in the patient. The device was not available for evaluation. Company's directions for use outline as potential complications: "infection."